Manufacturer narrative:
The device subject of this event was not retained by the user facility for evaluation. Without a returned device, the cause of the problem could not be determined. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "caution: use only enough pressure to bite the tissue. Over-exertion could cause forceps to become misaligned or to fail. Note: reduce the angulation of the endoscope or lower the forceps elevator in the endoscope if resistance is felt." The facility has accepted the distributor offer of in-service training. No further issues have been reported.

Event description:
The distributor reported that the histoguide wire-guided forceps could not be pulled past the elevator of a side-viewing endoscope preventing device withdrawal through the endoscope channel, and necessitating withdrawal of the endoscope from the patient. No harm to the patient or user was reported as a result of this event.